Event description:
Patient found in bed with hub still taped to arm with 5cm of catheter attached. Doctor reported 40 cm of catheter missing. Catheter fragment not found during search of linen or chest x-ray.